Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high pacing impedance. As well, the lead exhibited a gradually rising impedance and rising thresholds. The physician indicated that it may be due to the patient¿s cardiomyopathy. Alert parameters were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.